Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they had air bubbles in the reservoir. The customer's blood glucose was 433 mg/dl at the time of incident. The customer stated that they did not rewind the insulin while reservoir in place. The customer stated that the insulin was stored at room temperature. The reservoir will not be returned for analysis.